Manufacturer narrative:
Field service inspected the architect c8000 processing module, sn (B)(6), and determined the valve,wash sol pumps and di fill (rohs) (2-89561-03), cuvette drying tip (09d51-01) , mixer (09d59-03), and the holder, cuvette (rohs)(7-93114-01) were the causes of the customer issue. The valve,wash sol pumps and di fill (rohs) (2-89561-03), cuvette drying tip (09d51-01) , and mixer (09d59-03) were replaced and the holder, cuvette (rohs) (7-93114-01) was cleaned. Part replacement and cleaning resolved the issue. The service history for the architect c803278 was reviewed and revealed no additional erratic or discrepant patient results were reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending for the valve, wash sol pumps and di fill, cuvette drying tip , mixer, and the holder, cuvette did not identify any trends for these parts. A review of tracking and trending for the architect c8000 processing module was conducted and no trends were identified for discrepant results for the architect c8000 as described in this complaint. The rate of erratic results for the c8000 was noted to be below the upper control limit. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Labeling provides information such as operational precautions and limitations, troubleshooting of the fluidics subsystem, component replacement/troubleshooting of elevated concentration and erratic sample results, as well as instructions for removal and replacement of the valve,wash sol pumps and di fill (rohs), and cuvette holder. Based on the investigation, no systemic issue or product deficiency was identified for the valve, wash sol pumps and di fill, mixer, cuvette holder or the architect c8000 processing module.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information was included. No additional information was provided. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant magnesium results were generated on the architect c8000 analyzer. The customer provided the following results: [reference range 1.6 to 2.6 mg/dl]: (B)(6) 2021 sid (B)(6) initial result 8.2 mg/dl; repeat 2.0 mg/dl. (B)(6) 2021 sid (B)(6) initial result 8.1 mg/dl; repeat 1.9 mg/dl. There was no reported impact to patient management.